Manufacturer narrative:
Insulin pump received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment/ partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the display screen had two lines and black screen in the middle of the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.